Event description:
Two pts improperly used daily wear soft contact lenses with resulting corneal ulcers. One stopped disinfecting, and one wore the lenses overnight. In both cases an etiological bacterial strain was cultured. Both pts responded to ciloxan while awake and tobrex at bedtime. Visual results/recovery were excellent as corneal searring was off axis.